Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 86% stenosed, 3.4x46mm, eccentric, de novo target lesion with a significant bend of less than 45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the distal part of the stent was deformed. The procedure was completed with a different. No patient complications were reported and the patient's status was stable.